Event description:
It was reported that during set up prior to a procedure at the user facility, the device tip material was peeling, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available.

Event description:
It was reported that during set up prior to a procedure at the user facility, the device tip material was peeling, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.